Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2018, the patient went to the hospital for hyperglycemia. The blood glucose result was 27.0 mmol/l at the hospital. The patient was treated with an infusion to lower her blood glucose levels. She was released from the hospital the same day. On (B)(6) 2018, the patient went back to the hospital for hyperglycemia. The patient fainted at some point prior to the hospital visit. The blood glucose result was 25.0 mmol/l at the hospital. The patient was treated with an infusion to lower her blood glucose levels. She was released from the hospital the same day. The infusion device was requested to be returned for product evaluation.